Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The root cause of the aneurysm enlargement could not be determined with the provided information. Additional device implanted and involved in this event: tg3720/06529974. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent a procedure using two gore&#59412;ag&#59412;horacic endoprostheses to treat a thoracic aortic aneurysm. It was reported on discharge date of (B)(6) 2009, the aneurysm diameter measured 60.0 mm. On (B)(6) 2009, follow-up imagining identified an aneurysm diameter measurement of 69.0 mm. On (B)(6) 2010, follow-up imagining identified an aneurysm diameter measurement of 70.0 mm. On (B)(6) 2011, follow-up imagining identified an aneurysm diameter measurement of 70.0 mm. On (B)(6) 2011, follow-up imagining identified an aneurysm diameter measurement of 65.0 mm. On (B)(6) 2012, follow-up imagining identified an aneurysm diameter measurement of 66.0 mm. On (B)(6) 2013, follow-up imagining identified an aneurysm diameter measurement of 60.0 mm. On (B)(6) 2014, follow-up imagining identified an aneurysm diameter measurement of 40.0 mm. The cause of the aneurysm enlargement is unknown. Reportedly, an intervention to treat the aneurysm enlargement has not been performed.